Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. Other: health (B)(6) incident report reference no (B)(4); submitted to health (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2009. After the procedure, the patient has experienced severe pain in the hips, buttocks, thighs, groins, abdomen and legs. Reportedly, these pains are intense that she has to miss work.